Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the homechoice device smelled like smoke. This occurred during dwell four of four of peritoneal dialysis therapy. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. Internal and external visual inspection was performed and no issues were noted. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported smoke smell was neither verified nor duplicated during evaluation. Should additional relevant information become available, a supplemental report will be submitted.